Manufacturer narrative:
This report is being filed on an international product, list 6c36, that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated (B)(6) architect hbsag results on a rheumatology patient who was (B)(6). Initially, on (B)(6) 2017, the patient tested architect hbsag (B)(6). On (B)(6) 2017 the patient was (B)(6) and received (B)(6). On (B)(6) 2017, the patient tested architect hbsag (B)(6). Architect hbsag was (B)(6) on (B)(6) 2017. No impact to patient management was reported.

Manufacturer narrative:
The ticket searches determined that there is no unusual activity for the likely cause lot. The complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. As no sample was available for return evaluation, clinical sensitivity performance testing of commercially available seroconversion panels was performed using in-house retained kits stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. It is possible that the change in hbsag levels being observed for this patient are in response to antiretroviral treatment. Taken together, a systemic issue and/or product deficiency was not identified.